Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. Product was returned to zimmer biomet; however, product was evaluated by an external site. Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to third party debris, patient anatomy or surgical technique; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 11 states, "wear and/or deformation of articulating surfaces." Under warnings and precautions, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is number 2 of 2 mdrs filed for the same event (reference 3002806535-2014-00132 & 3002806535-2015-04094).

Event description:
It was reported that patient underwent a hip replacement on (B)(6) 2006. Revision procedure was performed on (B)(6) 2014 due to pain, MRI findings and blood test results. No further information or details have been received.